Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level rose to 379 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (hip/buttocks), it was noted that the pod's cannula retracted when the pod was activated. This indicates a needle mechanism failure. As treatment, a new pod was applied, and a manual injection was administered.